Manufacturer narrative:
Investigation is still ongoing. A follow up report will be submitted once investigation is complete

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device was restarting by itself. There was no reported patient involvement.